Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: investigation summary visual analysis of the returned sample revealed that cement was hardened inside all the sistema de cemento vertecem v+ . Esteril. No other issues were identified with the returned device. The dimensional inspection was not performed for the sistema de cemento vertecem v+ . Esteril as it's not pertaining to the complaint condition. The functional test was not able to be performed as cement was hardened. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the sistema de cemento vertecem v+ . Esteril. The cement could have hardened due to cement exposed to the external environmental conditions. The cement could have hardened due to failure to follow precaution as per IFU se_386348 rev ae by not thoroughly mixing before starting the cement transfer. However, no definitive cause could be assigned. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Correction data: d9, h3, h6.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: updated data: d4, h4, h6. Investigation summary the photo was returned to us cq for evaluation. The us cq team conducted a visual inspection of the returned device from attachment provided. Visual analysis of the photos revealed that sistema de cemento vertecem v+ . Esteril the cement has been solidified. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The functional test cannot be done as the device was not returned to us cq but the alleged condition can be confirmed since the cement has been solidified. The overall complaint was confirmed for sistema de cemento vertecem v+ . Esteril. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot. Part: 07.702.016s. Lot: 9m53322. Manufacturing site: selzach. Supplier: osartis gmbh. Release to warehouse date: 10. June 2020. Expiry date: 01.dec.2022. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that this was a percutaneous vertebroplasty (l1) for treating compression fracture due to osteoporosis on (B)(6), 2021. After the cement was mixed up, the staff checked the mixed cement to confirm it was ready for use. The air in the cement mixing device was squeezed out. Next, the 2-way connector was mounted however, the cement did not come out. It was confirmed that the cement on the mixer side flowed but nothing changed on the syringe side of the connector. The black rubber ring located inside the cement mixers cap came off during troubleshooting. The procedure was completed with replacements and required less than 30-minute surgical delay. No further information is available. This report is for one (1) sistema de cemento vertecem v+ . Esteril. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.